Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient weight not available from the site. No parts have been received by the manufacturer for evaluation. Other relevant device(s) are: pn: 9733467, s/n, l/n: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), the site could not read an image on the navigation system. It was reported that only ten slices of the exam would load. Additionally; rebooting the navigation system, reloading the exam and deleting the patient from the navigation system did not restore functionality. A second navigation system was brought into the operating room (or) and the exam loaded without issue. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of thirty minutes due to this issue. There was no reported impact on patient outcome.